Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device model not provided by complainant. Device model not provided by complainant therefore PMA/510k cannot be provided. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported to a hologic representative by a physician that "there was an adverse event and she thinks it was with myosure. She mentioned perforation, fluid overload, and requiring laparotomy." The reporting physician was not the physician who performed the procedure. Attempts to obtain additional information were unsuccessful.